Event description:
It was reported while restarting their handset, pt stated 'I've only done that 15 times, it must've been a solar flare that's like kicking everything out - my tandem insulin pump doesn't work. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5164865.